Manufacturer narrative:
The maryland bipolar forceps (mbf) instrument has been returned and evaluated by the failure analysis. The mbf instrument was found to have a broken grip at the grip base. Both pieces of the grip tips were found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the mbf. The mbf was found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. The mbf instrument was found to have a cracked main tube at the distal end. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing procedure, the 8mm maryland bipolar forceps instrument was found to be bent. There was no report of patient involvement.